Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid leakage with the twist clamp closed. This occurred during use on a patient for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings was changed from c20 to c13. H10: the sample was received for evaluation with a cap attached to the female connector and twist clamp was in closed position. A visual inspection with the naked eye noted stuck silicone tubing. Functional testing including leak testing and clamp function testing were performed with no issues noted. Clear passage testing failed due to stuck silicone tubing between the occluder feet. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.